Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that the patient's lead exhibited an increase in threshold and impedance measurements. It was further noted that the lead exhibited oversensing. The lead was capped. No patient complications have been reported as a result of this event.